Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar's jaws were unable to close properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws not closing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.137" x 0.090" was found to be broken off the yaw pulley. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage may be attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as need bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.